Event description:
The customer contacted physio-control to report that their device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and confirmed the reported issue. Physio could not determine the root cause of the reported issue. The device was archived by physio.

Manufacturer narrative:
(B)(4). Physio provided a replacement device for the customer. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.